Manufacturer narrative:
The second device tgu282815j UDI: unknown, sn# unknown is included in this report since it is not known which device, if either contributed to the event. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to embolizations (micro and macro) with transient or permanent ischemia.

Event description:
The following information was obtained from a conference presentation : on an unknown date, the patient presented with back pain and went to a local doctor, who suspected a type b aortic dissection by simple CT. Because of a history of asthma, the patient was rushed to our hospital. The CT showed a dissection with distorted dilatation at the left subclavian artery bifurcation to thoracoabdominal transition and a possible rupture at the level of the 10th thoracic vertebra. An emergency endovascular treatment was performed using two conformable gore® tag® thoracic endoprostheses (28x20 and 28x15) for repair. The devices were implanted from the origin of the left subclavian artery to the inferior border of the 11th thoracic vertebra. The patient had an asthma attack on awakening and was admitted to the ICU under a ventilator. On an unknown date (postoperative day 2), the patient was weaned from the ventilator, but showed bilateral lower limb paralysis and respiratory muscle paralysis, suggesting severe spinal cord ischemia. The patient was weaned from the ventilator, but showed bilateral lower limb paralysis and respiratory muscle paralysis, suggesting severe spinal cord ischemia. Contrast-enhanced CT showed that the contrast effect in the false lumen had disappeared, but an air pattern appeared near the distal part of the device. For repair, a stent was implanted at the origin of the left subclavian artery, but no neurological improvement was obtained. In addition, e. Coli was detected in blood and urine cultures collected on admission to the hospital. Therefore, the patient was diagnosed as an infected aortic aneurysm, and systemic management and antimicrobial administration were performed, but were ineffective. On an unknown date (postoperative day 30), the patient died.